Manufacturer narrative:
The device history record (DHR) for the hls module advanced adult (material: 70105.4379, lot: 70138148, dms# (B)(4)) for which a customer complaint was received, was reviewed on 2020-06-25. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The patient was infected with covid-19. Covid-19 diseases can be associated with intravascular coagulation activation, microcirculation disorders and increased risk of thromboembolism despite good systemic anticoagulation. A similar case was already investigated under complaint# (B)(4) on 2020-06-05: as stated in the investigation report of ot# (B)(4) clots could be found inside the oxygenator. The most probable root cause are clots in the oxygenator leading to a blockage. According to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0, dms # (B)(4), v23) following causes could lead to coagulation: de-airing luer lock connection too loose, air remains in or enters the circuit, hemostasis, air or blood remains in luer lock access port, too low anticoagulation, too low at level, effect of heparin is too limited, protamine sulfate enters the hls set, administration of substitution of congealable substance such as plateles, (consumption) coagulopathy, thrombocytopenia. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(6), perfusionist at (B)(6), called to say they put a covid-19 patient on cardiohelp vv support last friday. Dr. (B)(6) (cv surgeon) utilized a 25fr venous and a 21fr arterial cannula in both femoral groin veins. Initially, everything was going well. Pven was -85, part 135, pint 160 and delta p was 25. Rpm's at about 3,500 and achieving flow about 5.5 l/min. On sunday they noticed that the numbers were not looking like they thought they should be. Pven stayed around -90, part 135 - 138, but pint was increasing quite a bit. Today when (B)(6) called she said that the delta p was 300+, pint had gone up considerably but part was still around 135-138. They took a post aux gas and the p02 was 380 - 400 which she said was great. They have steadily had to increase the rpm's to about 4,250 and flow has been dropping to about 4.8 l/min. (B)(6) said that the physicians are concerned that the hls is clotting off due to delta p #, and are considering swapping out the hls. Their concern is that the patient, who is stable now, will not tolerate the swap out. (B)(6) said dr. (B)(6) is going to give the patient volume this afternoon and see how the patient does. I told her if they swap out the hls or when the patient comes off support, to save the hls as we may need them to return the unit. (B)(6) said she is going to keep me updated on how the patient is doing and if they swap out the hls. Complaint ID (B)(4).